Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens, the lens vaulted anteriorly. The lens was repositioned unsuccessfully and later explanted and replaced with a standard iol. There was no resulting loss of visual acuity.